Event description:
It was reported that this device delivered two inappropriate shocks and 2 rounds of inappropriate anti-tachycardia pacing (atp) due to an episode of atrial arrythmia with rapid ventricular response (rvr). No additional adverse patient effects were reported. Additional information was received, this device delivered another inappropriate shock due to an episode of atrial arrythmia with rapid ventricular response (rvr). No additional adverse patient effects were reported.

Event description:
It was reported that this device delivered two inappropriate shocks and 2 rounds of inappropriate anti-tachycardia pacing (atp) due to an episode of atrial arrythmia with rapid ventricular response (rvr). No additional adverse patient effects were reported.